Event description:
A health care professional reported receiving a low adc reading of 256 mg/dl as compared to a laboratory reference reading of 651mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.